Event description:
The hospital risk manager indicated that a patient death occurred. The patient was a telemetry patient whose leads had come off and it was approximately 11-12 minutes of delay before the patient was discovered unresponsive. The patient was coded, but not successfully resuscitated.

Manufacturer narrative:
A phillips field service engineer tested the involved device post-incident, and found it working to specifications. The customer stated they were not alleging any device malfunction, and were doing their own root cause analysis.